Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment for peritonitis were not reported. On the same day as the onset, the patient went to the out patient department (opd) due to stomachache and was hospitalized after diagnosis of peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was unknown. At the time of this report, the patient was not recovered from the peritonitis event. On an unreported date, pd therapy was discontinued and the patient was changed to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.